Event description:
It was reported that the patient had some oversensing on the right ventricular lead prior to having hip surgery. Following the surgery the hospital staff paged the medtronic employee to check the device again, the patient became hypertensive and expired. The cause of death is listed as a cardiac arrest. No indications have been made that the implantable pulse generator system or the oversensing was directly involved with the death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.